Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, a bowl of water was knocked down by one of the doctors and ever since it didn¿t come on. The procedure was completed with an olympus back up device. There were no reports of patient harm.